Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met less than 80% of expected longevity. Battery analysis concluded that the battery did not yield any unusual electrical or other properties for a battery at this stage of depletion. No problems were found with the battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 80% or greater of expected longevity. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath, dizziness and palpitations. It was further reported that the implantable pulse generator (ipg) exhibited early and rapid battery depletion and reached recommended replacement time (rrt) prematurely. It was also reported that the patient was unable to send a transmission. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.